Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer¿s blood glucose level was 259 mg/dl at the time of incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test and it did not pass. Customer stated that the pump screen was stuck on reservoir and tubing lock on it and it would not went away. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.